Event description:
This is a report of a patient who experienced an incorrect fill volume while performing dianeal therapy on the homechoice. A swap of the device was initiated. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of the event history log of the device found nothing related to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. A device history review was performed with no exceptions found that would cause or contribute to the reported condition. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. During testing, the device was determined to meet functional and electrical performance specifications. Multiple simulated therapies were performed with no abnormalities noted. No failures or malfunctions were identified that could cause or contribute to the reported issue. The cause of the incorrect fill volumes could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.